Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with inappropriate ams episode due to competitive atrial pacing. Programming changes were made. The patient will continue to be monitored.